Manufacturer narrative:
Device was used for treatment, not diagnosis. Age, weight, ethnicity and race was not provided for reporting. This report is for unknown reach j&j dentotape ribbon. Upc#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported that the reach j&j dentotape ribbon removed part of her tooth while flossing due to the thickness of the product. The consumer sought treatment with her dentist and is scheduled in (B)(6) 2019 to have the tooth repaired. There is no additional information has been provided.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on may 10, 2018. If information is obtained that was not available for the follow-up #02 medwatch, an additional follow-up medwatch will be filed as appropriate.

Event description:
Consumer used 11 inches of floss each time. Consumer reported having a chipped tooth and a lost filling and has made an appointment with her health care professional on (B)(6) 2019 to do a crown or implant. Consumer was still recovering at the time of the event.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Date of birth, weight: (B)(6) 1955 &; 185lbs.  Event: consumer provided clarity on tooth and appointment date with hcp. Other relevant history:  consumer provided allergies and medical history. Brand name:  reach j&j dentotape ribbon.  UDI: (B)(4), upc = (01)381370092216. Expiration date= na, lot number = 1308d. Concomitant medical products and therapy dates:   drug:  high cholesterol medication; unknown dose or treatment dates. Drug:  vitamin d; unknown dose or treatment dates. Drug:  underactive thyroid medication; unknown dose or treatment dates . Drug:  migraine headache prevention medication; unknown dose or treatment dates. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.